Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four bend cannula events on 02-june-2024 and 25-june-2024. The event occurred within three hours of insertion. The infusion set was inserted in the abdomen and upper buttocks. Blood glucose levels reported during the event was 599 mg/dl and high level of ketones. Patient address high blood glucose level by taking bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.